Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00710 and 01017) submitted for devices related to the same event.

Event description:
Approximately three months post implantation, it was reported that the patient experienced a high priority alarm on the controller and subsequently performed a controller exchange to his back-up controller. The controller had been in use since the date of implant. A preliminary review of the controller log files revealed a loss of power followed by several controller exchanges on the reported event date.